Event description:
A report was received that the patients ipg was protruding and was causing discomfort. The patient underwent a revision procedure wherein the ipg was relocated and was placed slightly deeper. The patient was doing well postoperatively.